Event description:
Ous MDR - after an implantation time of about 50 months, the device couldn't be interrogated and had reached eos. The ICD was explanted. There was no deterioration in the health of the patient reported.

Manufacturer narrative:
The returned ICD first underwent a status interrogation. After successful interrogation, the device status eos was displayed, matching the clinical observation, which had been detected on (B)(6) 2016 at 2:19 pm. After an implantation time of about 60 months, 26 charge processes had been documented. The memory content of the ICD was analyzed. The analysis showed a vf episode that occurred on (B)(6) 2016 at 2:18 pm, and the associated iegm documented interference signals in the ventricular and the far-field channel. Following the vf detection, a charge process occurred based on the sensed signals, which was aborted at 2:19 pm because of the eos activation. The eos state was removed with a technical programmer, and the device then showed mol1 state. The battery voltage of 3.07 v indicates a charged battery. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. In particular, the charge time proved to be unremarkable. Based on the analysis, it is very likely that the device status eos was activated as the result of a charge process in combination with the influence of a strong magnetic field. If the device is influences by a strong magnetic field during the charge process, saturation of the high-voltage transformer of the ICD can occur. The result would be a temporary drop of the voltage below the eos threshold, which would lead to the activation of the device status eos. The observed interference signals of the vf episode on (B)(6) 2016 at 2:18 pm in connection with the battery status eos detected at 2:19 pm at the same day are typically observed during MRI exams without previous deactivation of the therapy functions or during electrocautery applications with an unfavorable positioning of the magnet placement. In summary, premature battery depletion was confirmed during the analysis of the ICD. The clinical observation was the result of an increased self-discharge of the battery. The electronic module proved to be normal during the analysis. There were no indications of a material defect or manufacturing error.